Manufacturer narrative:
(B)(4).

Event description:
During a procedure to treat left femoro-popliteal occlusion occurred. Pta and deb were used as treatment including one pacific xtreme pta balloon catheter and three in.pact pacific paclitaxel-eluting pta balloon catheters. Four months post revasc, the patient experienced left femoro-popliteal occlusion and received pta and stenting as treatment 7 months later. The event is reported as revolved.

Manufacturer narrative:
The cec has adjudicated the previously reported left femoro-popliteal occlusion event to be related to study device.